Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 382 mg/dl. Paramedics arrived at the scene and treated the customer's blood glucose with manual injections. The customer did not have the necessary equipment to troubleshoot their insulin pump. The customer declined being sent a tubing clamp and did not return the device for analysis."